Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged rhinitis and eczema on the neck. There was no report of serious patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging visualization of particles related to a bipap device's sound abatement foam. There was no report of serious patient harm or injury. The device was returned to the manufacturer product investigation lab for further evaluation. During the evaluation of the device the manufacturer observed dust/dirt contamination on top and bottom enclosures, ui panel, rear panel, sd cover flip door, accessory module flip door, control dial, keypad, pca, blower, blower box, blower outlet seal, p4 power connector. Unknown contaminate was observed inside the top and bottom enclosures, inside the ui and rear panels. A contaminate consistent with keratin was observed on the blower box. Evidence of sound abatement foam degradation/breakdown was not observed in the base unit. The manufacturer confirmed there was no evidence of sound abatement foam degradation was observed. Dust/dirt contamination in the airpath was observed whcih was likely from a source external to the device.